Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that left bundle branch (lbb) lead was twisted and deformed after multiple deep twist of the lead. The lead was not used and replaced during the procedure. The patient was discharged post-procedure.

Manufacturer narrative:
The reported event of material twisted was confirmed. As received, a complete lead was returned in one piece with helix found extended, bent, and clogged with blood/tissue. Visual inspection found the outer lead insulation was twisted on the entire lead body. The cause of the reported event was consistent with procedural damage.